Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The issue could not be duplicated. Errors were found in the log and it was suggested that the tube be seasoned due to gas in the tube. Tube seasoning was performed per factory instructions. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the imaging spin had terminated part way through the spin. They were able to take a second spin. There was no impact to the patient outcome.